Event description:
Device 2 of 3. Ref MFR report: 1627487-2014-06200. Ref MFR report: 1627487-2014-06202. The pt had four leads implanted with the same lot number. Info received identified the pt experienced excessive heat while recharging and electrical shocks at the lead site. Pt stopped using device. System was explanted (B)(6) 2013. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging adn raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a filed correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.